Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.

Event description:
The pharmacist at the hospital is reporting the following: "the surgeon is reporting the breakage of the nail that he implanted one year and a half ago ((B)(6) 2014) on a young patient, without traumatism. The patient must undergo a second surgery to implement another nail. The patient is requesting an explanation and a methodological analysis of the nail. There is a question around the nail weakness or a tight pseudo-arthrosis. The incident occured in (B)(6) 2016".

Manufacturer narrative:
Evaluation revealed the s2 femoral nail as primary product. The review of manufacturing documents revealed no deficiency in material and no deficiency in manufacturing. Dimensional examination revealed no deviations in the relevant undamaged areas. A review of the risk management file revealed that implant breakage had been considered. Evaluation results did not indicate a non-conformity, adverse trend or unanticipated hazard. No further action is required at this time. General aspects: the broken implants are temporary implants which inevitably will be subject of a fatigue fracture if the stresses on the implant are too high or not considerably reduced during the period of implantation. During this period there is a race between bony consolidation / fracture healing and implant breakage. If fracture healing is insufficient (like this case with reported delayed healing on the distal bone fracture) mechanical damage of a load-bearing or load-sharing device is more likely. Generally the risk of a breakage will increase with the increase of load cycles and load level. Damages and evidences of the breakage surfaces as well as the absence of plastic deformation (along the breakage line) suggest that the implant fractured in a fatigue manner due to overload after an implantation period of more than 14 months. Considering the nail¿s curvature and the appearance of the breakage surfaces it was suggested that the nail had been implanted in the right leg (no data provided), it was concluded that most likely the fatigue fracture started at lateral of the nail and proceeded through the entire cross section. The breakage ended at the medial rim of the nail. Significant material abrasion and deformation in the distal drill holes were identified as bearing points which were caused by high axial and torsional load application during the period of implantation. As mechanical properties of the material as well as dimensions were within specified tolerances we exclude faults in material or manufacturing the question of implant weakness could be negated. As no medical information was available and no device related issues were found it can only be suggested that the breakage was caused by a long-term overloading. It was rather suggested that the nail broke at the level of the bone breakage which ¿ according to the hospitals report ¿ presented a pseudarthrosis after more than 14 months of implantation. From technical point of view such areas represents increased back and forth motion which inevitably contributes to the origination of an incipient crack consequently leading to material fatigue. A medical review was not possible due to missing medical records. However, it was assumed that the patient was revised either with another nail or with a plate which are typical replacements in such cases. In this case the nail broke in a fatigue fracture after an implantation period of 14 months due to overload. Overload was most likely caused by increased bending and torsional stresses and applied full weight bearing on the nail system. According to the IFU the nail can break when subjected to the increased loading associated with delayed unions and/or non-unions. Internal fixation devices are load sharing devices which are intended to hold fractured bone surfaces in apposition to facilitate healing. If healing is delayed or does not occur, the appliance may eventually break due to metal fatigue. Loads on the device produced by load bearing and the patient's activity level will dictate the longevity of the device. Thus, the reported event has to be classified as not device related. The file will be closed formally. In case relevant information resp. The part(s) become available we reserve the right to update the investigation and to change the root cause. With available information a deficiency of the nail was not verified

Event description:
The pharmacist at the hospital is reporting the following: "the surgeon is reporting the breakage of the nail that he implanted one year and a half ago ((B)(6) 2014) on a young patient, without traumatism. The patient must undergo a second surgery to implement another nail. The patient is requesting an explanation and a methodological analysis of the nail. There is a question around the nail weakness or a tight pseudo-arthrosis. The incident occured in (B)(6) 2016"